Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Bg was addressed by consuming carbohydrates. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.